Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. No pt injury was reported. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.